Event description:
The patient's daughter reported that when using ohtuvayre with the new nebulizer it's not emptying the medication completely and there is still a good amount left. The patient's daughter wanted to know if they could use a different tubing and mouth piece than provided and she will contact mdo to find out if a different tubing and mouth piece could be used. Unknown if patient missed a dose. Unknown if patient experienced an adverse event. Unknown if defective device is on hand for return. Unknown if md is aware. No further information provided. Indication: chronic obstructive pulmonary disease with (acute) exacerbation.